Event description:
Pt has a level 1 quality control with an expiration date of 7/26/07 printed on the vial, while the MFR had an expiration date of 7/26/02. He states that the level 2 expiration date is printed on the vial as 7/25/07, while the MFR has the expiration date as 4/29/05. Requested return of suspect vials and replacements were sent.